Manufacturer narrative:
H3, h4, h6: part 03.632.055, lot 2l39649: manufacturing site: hägendorf. Release to warehouse date: november 29, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the returned device was examined, and the distal tip was found to be twisted and broken. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Total overall length of the driver shaft was measured and found to be not within the specification which confirms the complaint. The relevant drawings were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
The instrument(s) was not returned and instead the investigation will be done based on the received image(s). The image(s) was reviewed and the complaint condition for broken could not be confirmed as the image provided does not show a broken tip but one that is twisted and deformed. As the instrument(s) was not returned, an as received condition, dimensional inspection, material, or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion procedure on (B)(6) 2020, when the surgeon was tightening the screw of the snap-on transverse connector using a t15 standard screwdriver, the distal tip of the screwdriver broke off. Another driver was selected, and the surgery continued as planned. The generated fragments of the broken device were removed easily. The procedure was completed successfully with no delay. There was no harm to the patient. This report is for a straight tip t15 driver- standard. This is report 1 of 1 for (B)(4).